Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) and reported that error 319 occurred at startup. A hard power cycle was performed, but the error recurred. Upon investigation, the endoscope controller (ec) was unable to boot, and the status led was off. The tse asked the customer to check the fiber cable and power cable lines, but the error persisted. Another unused vision side cart (vsc) was available, so it would be used for the day's scheduled procedures. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following: customer confirmed the note that was reported from an fse, and found the incident occurred around 08:00 at system startup. It was before anesthesia to the patient. No ports were placed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) due to error 319. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the ec for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 319 points to node is not present at startup.